Event description:
It was reported that during a retrospective review of device data it was identified that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. No other information was provided. No adverse patient effects were reported.